Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the system was unable to boot. No patient was present. Upon performing the onsite investigation it was reported that the image acquisition system (ias) computer would not boot up. The medtronic representative determined that the cmos battery was drained and needed to be replaced. The battery was replaced. A successful system checkout was performed which verified that the issue had been resolved. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the system was unable to boot. No patient was present.